Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 112 mg/dl. It was found the customer had changed their infusion set and reservoir, but the alarm persists. It was also reported that the alarm occurred after the customer inserted a new battery. The customer stated the insulin pump experienced an unexpected restart. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).